Event description:
It was reported that during a surgery, when t1 was stripped off, the spring of the handle broke. T1 was removed from the patient and procedure was completed with a backup device with no major delay. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.